Event description:
Dealer alleges that the nut for the right hub came loose and subsequently the hub and wheel assembly allegedly came off of the right gearbox axle/shaft. Dealer also states that he was able to repair the wheelchair with existing parts. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsp-cg - serial number/date (B)(4) is approximately 6 months old. The user manual part number 1143190 (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.